Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 2000016660 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50 serial number: 3113875 batch/lot number: 19864045 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (01)08714729797814(17)181024(10)19864045(21)3113875 model number/catalog number: sc-3400-30 serial number: (B)(6) batch/lot number: 2000016225 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30 serial number: (B)(6) batch/lot number: 19466104 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 19872183 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).